Event description:
Explant with no complications reported. Report did indicate lead abnormalities but did not specify what type of abnormality. Will contact explanting doctor for clarification.

Manufacturer narrative:
Entire form filled out by MFR.